Event description:
It was reported that "the patient underwent hip replacement surgery in 2005." It was further reported that, "after implantation, the patient heard an audible sound, emanating from her hip. As a result, patient experienced constant irritation, and discomfort in the location of her hip."

Manufacturer narrative:
An evaluation of the device cannot be performed, as the device was not returned to the manufacturer. Additional information pertaining to the device(s) referenced in this report was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report.